Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the proximal catheter was revised as part of a valve replacement.